Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct (cbd) during a gallstones removal procedure. According to the complainant, during a difficult gallstone removal procedure with further identification and typing of a non determinants stenosis (ndd) with biopsy, a spybite biopsy forceps was used with a spyscope ds. The physician examined the various biliary segments and the image showed signs of calculus. A laser was used to treat the calculus. After eliminating the calculus with the laser, the physician found a stenotic area and proceeded to biopsy this area using the spybite biopsy forceps. Towards the end of the procedure, the physician noticed a protrusion from the spyscope ds. Once the procedure was completed, the physician removed the spyscope ds from the patient and when examined, it was noticed that the working channel sleeve protruded. Reportedly, no part of the device detached. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct (cbd) during a gallstones removal procedure. According to the complainant, during a difficult gallstone removal procedure with further identification and typing of a non determinants stenosis (ndd) with biopsy, a spybite biopsy forceps was used with a spyscope ds. The physician examined the various biliary segments and the image showed signs of calculus. A laser was used to treat the calculus. After eliminating the calculus with the laser, the physician found a stenotic area and proceeded to biopsy this area using the spybite biopsy forceps. Towards the end of the procedure, the physician noticed a protrusion from the spyscope ds. Once the procedure was completed, the physician removed the spyscope ds from the patient and when examined, it was noticed that the working channel sleeve protruded. Reportedly, no part of the device detached. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.